Event description:
The customer reported that the sensor was giving a reading of 650, which dropped to 0, while his most recent blood glucose was 128 mg/dl. The customer stated that the sensor reading remained 0.00 and would not change. When the customer removed his sensor, it was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.